Event description:
A power source alert was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.